Event description:
It was reported that during preparation for a breast biopsy procedure the device needle allegedly had suction issue. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. A visual and functional evaluation were performed. The probe was appeared to be bloody with the aperture completely closed. The saline cap was not returned. The proximal retaining cap was glued to the probe. No other anomalies were identified. The probe was loaded into the in-house driver and calibrated successfully. The maximum vacuum test and the vacuum differential test were performed. The maximum vacuum test result does not meet the minimum specification limit. The vacuum differential test result does meet the minimum specification limit. Then, probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. Based on the findings, the investigation is confirmed for the reported suction issue as the returned device failed maximum vacuum test. A definitive root cause for the reported suction issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly had accessory incompatible. The procedure was completed using another device. There was no patient contact.